Event description:
Three endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the mid rca during the index procedure. It is reported that the patient suffered an acute non-stemi on the same day as the index procedure. The patient suffered coronary spasm during the index procedure and additional stent was placed. The patient's cardiac enzymes were also increased. In the investigator's opinion, the event was not related to the study stent and was possibly related to the study procedure. (Ref. MFR # 2953200-2011-00334 and 2953200-2011-00336).

Event description:
It is reported that approximately 25 months post index procedure the patient expired. The cause of death was the patient was crushed under a vehicle, the patient died at the scene. Investigator has assessed that the event was not related to the device.

Manufacturer narrative:
(B)(4).